Event description:
The device did not be used on patient. The surgeon found these two screws could not be tightened, changed another one to complete the surgery. There was no report on patient injury. During a clinical trial (dps-(B)(4)), site 8, subject no. 810.

Manufacturer narrative:
The original medwatch (1526439-2015-10087) was filed prior to receiving and inspection of the sample. Upon visual inspection of the returned device it was found that the drive feature was damaged and the threads were intact. This condition did not result in any adverse consequences to the patient or in a delay to the procedure. As such, this complaint is not considered to be reportable. However, a follow up is being filed to report this new information. The single inner set screw was returned to the complaints handling unit for evaluation. Inspection of the set screw found no damage to the outer threads as reported. However, the set screws¿ drive features were thoroughly stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the drive feature damage cannot be determined from the samples and the information provided. A potential root cause is the driver not being flush and fully seated on top of the set screw. This may have resulted in unexpected forces being applied to the top of the threads, damaging the drive feature. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.